Manufacturer narrative:
Block b3: based on the date when the literature was published. Block d4, h4: the complainant was unable to provide the upn and lot number of the suspect device; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: journal article: bishoy, et al. "Transperineal spaceoar hydrogel insertion and rectal toxicity." Asia- pacific journal of clinical oncology. Volume 18:2022 anzup annual scientific meeting; https://onlinelibrary.wiley.com/doi/epdf/10.1111/ajco.13827. Block h6: patient code e2314 captures the reportable event of fistula.

Event description:
Boston scientific corporation became aware of multiple events through the article "transperineal spaceoar hydrogel insertion and rectal toxicity" written by hanna bishoy, et al. According to the literature, it was reported that multiple patients were studied in order to determine the overall complication rate associated with transperineal placement of prostate-rectum hydrogel spacers (spaceoar) for patients with prostate cancer. A retrospective audit of all men who underwent transperineal spaceoar hydrogel insertion from (B)(6) 2017 to (B)(6) 2021, prior to radiotherapy for prostate cancer. It was reported that a patient experienced a rectourethral fistula requiring diverting colostomy and suprapubic catheter insertion. It was also reported that another patient required admission overnight for urinary retention. At this time no other information was able to be obtained. The status of the patients is unknown.